Event description:
The customer reported a communication error message. The fse reported that the system was stopped. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep contacted the customer by phone; however, no conclusion can be drawn as repair info was not reported at this time; a service call is anticipated.